Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a vats lobectomy. While transecting the bronchus, there was a poor stapler formation the staples had not made the b shape. The proximal staple line was incomplete. The bleeding was controlled by gauze but the patient did not loose more than 500cc of blood. No patient injury.